Event description:
Report received of a vessel occlusion. The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. It was reported that the arterial access site was confirmed in the common femoral artery which was 5-6mm in size. There was no evidence of calcification, peripheral vascular disease or stenosis. The device was inserted and deployed without difficulty. It was reported that pre and post procedure, the pulses were the "same". The patient was discharged home later that day. It was reported that the patient contacted their physician on an unspecified date and complained of pain and discomfort at the perclose site. The patient reported that the intensity of the pain and discomfort became worse over time. The patient was admitted to the hospital. An interventional radiologist performed a peripheral angiogram via the opposite groin. The angiogram revealed a 70-80% stenosis at the perclose site. The physician reported that the stenosis did not appear to be a thrombus and the vessel was not calcified. A perpheral balloon angioplasty was successfully performed. The patient was discharged home the next day. There was no report of any further adverse patient sequelae.